Manufacturer narrative:
Additional information was received on september 15, 2016: as soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was now reported that the patient was implanted an unknown dynesys spine component (catalogue number unknown) as a spinal tether on unknown date. The patient underwent a revision surgery and the product was explanted on (B)(6) 2016 due to over correction. It was further observed that the tether looked pristine, there was very little adhesion, and no bony overgrowth.

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown dynesys spine component(catalogue number unknown) as a spinal tether on unknown date. The patient underwent a revision surgery and the product was explanted on (B)(6) 2016 due to unknown reasons.

Manufacturer narrative:
Trend analysis: not available as no reference number was available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event description (event details, per): the product experience report (per) describes the alleged event as follows: dynesys® tl was removed in the thoracolumbar spine. Explants are being returned for analysis. T/l tethering is mentioned as the type of procedure that was performed. And as reason for revision breakage and wear are checked on the form. As relevant history ¿thoracic scoliosis¿ is mentioned. No surgical reports, x-rays or other documentation received. Devices analysis visual examination: all explanted components were visually inspected by the naked eye and by low power microscope. For the latter a microscope type leica mz16 a ((B)(4)) was used. Areas of interests are: contact areas, fractured surfaces, wear/tear, surface cracks, discoloration, deformation, or other interested phenomena. Components themselves as well as close-ups of areas of interest were photographically documented. The retrieved products were implanted at the level t10-l3 and marked with the anatomical location from which they were removed. The pedicle screws show none to very slight remains of bone attachments. On all of the screw heads damages from the revision surgery can be observed in form of slight scratches, slight deformations and indents. The set screws show some damage on the inner hexagon most likely from either the implantation surgery and / or the revision surgery; in general all of the set screws look inconspicuous. The pedicle screw labeled t12 is cut approximately 6 mm away from the tip. The cut off tip of the screw is not at hand for investigation. Due to the bone and tissue on growth into the through bore of the screw it is assumed that the tip was possibly modified during the implantation surgery. Seven pieces of a cord with unknown lot number were received in individual containers labeled with the anatomical location. All of the cord pieces exhibit red-brownish and / or yellowish discoloration and tissue attachments can partially be observed. On all the cord pieces the contact areas of the screws are clearly visible. The outer layer is slightly damaged on some of the cord pieces where the pedicle screws and /or set screws were located. Beside that no other damaged areas, e.g. Worn areas, could be identified. Two cord pieces, a smaller and a longer piece, were received labeled t10. The longer piece shows the green thread marking of the working zone of the cord which should not be implanted. Based on the appearance of the cord ends and the available position from where the pieces where taken it was tried to reconstruct the cord. The transitions at t10, t10-t11, t11-t12 and l1-l2 show clean cuts with melted and merged fibers. The other transitions at t12-l1 and l2-l3 exhibit partially clean cuts with some separated fibers. The latter are loosely separated and also partially melted and merged. Conclusion summary: the dynesys® system was revised after approximately 1 year and 1 month in vivo. The reason for revision is not completely clear as over correction is mentioned on the returning explanted materials form and breakage of the cord is reported via the per and the sales associate. Based on the appearance of the cord ends and the available position from where the pieces where taken it was tried to reconstruct the cord. It seems that for an easier removal of the system the cord was cut between the pedicle screws with most likely a hot tool which melted and merged the fibers of the cord. From the appearance of the cord pieces at hand and the received information it cannot be concluded if and where a rupture of the cord might have occurred. The transitions at t12-l1 and l2-l3 exhibit partially clean cuts of the cord with only partially melted and merged fibers. Therefore in case of a partial breakage of the cord it can only be assumed but not confirmed that the reported breakage of the cord might have occurred in one of these locations. In the possible case of a cord rupture the reason stays unknown. As the surgical intentions of vbt differ from those of the dynesys system¿s intended uses, it is also unknown if the cord tensioning during the implantation surgery might have influenced the cord rupture or if the cord tensioned over the time in vivo due to growing of the patient might have been a contributing factor. It is hypothesized that over tensioning of the cord and the system being in an unknown/untested loading environment are possible factors that could have contributed to the cord rupture either alone or in combination. There might also have been other unknown contributing factors. From the available information it can be concluded that the surgeon (dr. (B)(6), (B)(6) hospital) performed a vertebral body tethering (vbt) for idiopathic scoliosis as described by samdani et al.. This is off-label use of the dynesys tl system. To perform vbt the publication describes to only use the dynesys tl pedicle and set screws and the cord without the spacers. It is assumed that in the current case this was the same. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was now reported that the reason for the revision surgery was a cord breakage.